Event description:
It was reported that, "patient's second bilateral knee. On first knee 1 year ago, quill was used and patient had no reaction. Second knee surgery on other knee used equivalent sfx product, patient developed abscess at suture line 6 weeks post op. Surgeon removed suture in office and suture seemed completely intact and hadn't started the breakdown process. Surgeon is wondering why/how patient didn't have reaction to quill pdo but did have reaction to sfx pdo. He's switched from quill to sfx and added irrisept irrigation but has changed nothing else". (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Eight (8) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialities requirements throughout the incoming, manufacturing and the final inspection processes. The most probable root cause for post operative abscess cannot be determined with information provided. Reference: (B)(4).